Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
Note: this report pertains to two of two devices that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip appeared to be stuck to the catheter and required multiple attempts to completely detach. The clip eventually released from the catheter through a combination of changing the scope position and catheter manipulation. The same problem occurred with the second 360 resolution clip. The procedure was completed. There were no patient complications reported as a result of this event.